Event description:
It was reported that during a nephrectomy procedure the devices didn't load properly the clips. The clips were loaded sideways and subsequently ejected. The clips were malformed. All five devices didn't work properly. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new lot.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed six clips as intended and it ejected ten clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).